Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump has been turning on and off since last night despite changing the battery two or three days ago. The customer changed the battery and received a battery out limit alarm. When she woke up this morning her device was blank again. The patient's blood glucose at the time of incident was 403 mg/dl, which she treated with the insulin pump. Troubleshooting was declined for the high blood glucose but initiated for the blank display anomalies. The customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline aaa battery was inserted into the pump and the display returned. The alarm history was reviewed and there was a failed battery test and two low battery alerts noted. Nothing was returned and a battery capw was shipped to the customer.